Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with post paced t-wave over sensing (pptwos). Programming changes were done to address this issue. There were no patient consequences reported and the patient was continued to be remotely monitored.